Event description:
It was reported by service report that the litter was stuck up high, and the head-end would not go down. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Result: cpu board malfunction.